Event description:
During a procedure, the standby button on the remote ampere was sticking. The case was completed using the reported remote with no adverse consequences for the patient.

Manufacturer narrative:
One ampere¿ remote control was received into the lab for analysis. Visual inspection revealed the connectors, switches, and labels appeared to have no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. The remote was powered on, had timed in and the screen display came up properly. Ablation was simulated and the on/off standby button was pressed several times with no abnormal results. Based on the information provided to abbott and the investigation performed, the reported event of the emergency standby button on the remote ampere was sticking was unable to be confirmed. The product performed as intended and could not reproduce the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.